Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
The patient reported getting the pump a month ago and getting spinal headaches and it has not gone away. The patient¿s hcp told the patient that it would last 24-48 hours and it would go away soon. The patient stated they would see the hcp tomorrow on (B)(6) 2014. The patient also stated ¿morphine at 114cc.¿ the pump was used to deliver morphine. Additional information later reported the patient experienced headaches, new onset, immediately after the pump and catheter implant. Per the hcp they were not sure the cause of the event, not a typical post dural puncture headache. It was unknown if the pump, catheter, programmer or drug effects contributed to the event, the hcp questioned dural irritation. It was noted the catheter tip was at t12. A blood patch was performed. The headaches decreased but not gone. The morphine was replaced with dilaudid and follow up was pending. The patient was noted to be recovered without permanent impairment.

Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated delivery failure had occurred. No event date was specified. The patient had experienced failure of therapy and cerebrospinal fluid (csf leak). Explant surgery was performed on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.